Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error, failed batt test alarms due to blank display. Motor passed motor test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. Customer stated that the drive support cap was normal, insulin pump was not exposed to high magnetic field and they declined for motor position encoder error. Customer performed displacement test and it was passed. Customer also experienced high blood glucose level of 405 mg/dl. Customer experienced symptoms like abdominal pain and nausea. Customer stated that the alarm history was reviewed and there was more than one motor error alarm within any 30 days. The insulin pump will be returned for analysis.